Event description:
The customer was using our gamma bedside pt monitor and while networked to our multiview workstation (central station monitor), they reported that optical and acoustical alarm notifications were not transferred from the bedside monitor to the central station monitor.